Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 50 ml ll tip 1ml, black foreign matter on tip of syringe. The following was provided by the initial reporter: recently, while using a 50ml syringe (pn: 309653, ln: 5364395) we discovered a black particulate near the tip of the syringe. This particulate seemed to be embedded in the plastic as we could not dislodge it. Additional information: this was observed on (B)(6) 2026 and was discovered during the use of the material.